Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling procedure performed in 2009. According to the complainant, during the procedure, they could not place the tissue anchor. It was their first time using the device and according to the bsc representative the device had no defects. They disposed of the device and used an obtryx system to complete the case without further complications. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. The cause of the event is unk.